Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted as it was "punctured by suture."

Event description:
Healthcare professional reported "punctured by suture" against device. The device was not implanted. Surgery was completed with a backup device.